Event description:
It was reported that during the inflation test, the balloon ruptured on a model 12tlw405f35 fogarty catheter from lot 64220823. The patient demographic information was requested, but unavailable. Blood was noted to be adhered to the catheter and was thought to have occurred via exposure to the insertion site during the device preparation. There were no patient complications reported.

Manufacturer narrative:
Our product evaluation lab received one model 12tlw405f35 catheter with an attached bd brand 3ml syringe. The balloon was found to be ruptured and inverted at the distal end. After returning the balloon latex to its original position, no deterioration was found. After cutting the proximal windings, the latex edges did not appear to match up. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. No visible damage or inconsistency was observed from catheter body, both windings, and the returned syringe. The thru-lumen was patent without any leakage or occlusion. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of the fogarty catheter balloon ruptured was confirmed. A product risk assessment was generated. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.